Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference # 3006705815-2019-04673, 1627487-2019-13318. It was reported that the patient's leads had high impedance on multiple contacts. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the full system was explanted and replaced. Post-operatively, the issue was resolved.